Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during scheduled brain surgery. Customer did not disclose the length of the delay or the name of the required medication. Patient harm was reported but no other information was released regarding the patient's condition and/or outcome. Customer reported that the device was manually rebooted, restoring functionality.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during scheduled brain surgery. Customer did not disclose the length of the delay or the name of the required medication. Patient harm was reported but no other information was released regarding the patient's condition and/or outcome. Customer reported that the device was manually rebooted, restoring functionality. This event is recorded in complaint number (B)(6). A technical support specialist evaluated the device logs and confirmed the application not responding event. The technical support specialist applied knowledge article 000011150 application hang/crash or slow performance - windows 10, disabling the touch keyboard and handwriting panel service. The technical support specialist will continue to monitor the device.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly stopped working and was showing black screen during a procedure. The technical support specialist applied ka 000011150 application hang/crash or slow performance ¿ windows 10 and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during scheduled brain surgery. Customer did not disclose the length of the delay or the name of the required medication. Patient harm was reported but no other information was released regarding the patient's condition and/or outcome. Customer reported that the device was manually rebooted, restoring functionality.